Event description:
It was reported that the customer received a low reservoir alarm on the insulin pump and tried to deliver insulin but it did not respond. Customer removed the battery, received a battery out limit alarm and could not clear it due to the keypad not responding. It was stated that the device was not exposed to moisture. Blood glucose value is 16.0 mmol/l. Treated with manual insulin injection. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons function properly however, moisture damage was found on keypad traces. All operating currents are within the specification, no unexpected low battery, battery out of limit or off no power alarm noted. The insulin pump was programmed to alarmed low reservoir and low reservoir alarm function properly. The insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.